Event description:
The user reported a burning smell while the unit is charging. There was no pt harm involved. Examination of the unit disclosed that 2 transformers (t2 and t3) on assembly 590219 had been badly over-heated. Someone had attempted to convert the unit from 115v to 220v, and had miswired it. The event is not occurring more frequently or with greater severity than is usual for the device.